Manufacturer narrative:
(B)(4). Additional information requested and received: did the patient have any pre-existing conditions that may have led to excessive bleeding? No. What were the indications for surgery? Renal cell cancer . Were any issues noted with staple formation in the initial procedure? Not visible.

Manufacturer narrative:
(B)(5). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient have any pre-existing conditions that may have led to excessive bleeding? What were the indications for surgery? Were any issues noted with staple formation in the initial procedure? The analysis found that one pse60a device was returned in good visual condition and with five cartridge reloads present. Cartridge (b, c, d) gst60w, (B)(4) were received fully fired and in good visual conditions. Cartridge (e) ecr60w, (B)(4) was received fully fired and in good visual conditions. Cartridge (f) tr45w, (B)(4) was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was fired across the renal artery-vein and bleeding occurred. The surgeon fired multiple white cartridges and hemostasis was not achieved. An competitive device was pulled with a vascular cartridge and still hemostasis was not achieved. The bleeding was controlled with clips, topical hemostats and a manual linear cutter. Unknown how bleeding occurred. One liter of blood was given to the patient. The physician stated that he believes it was a result of cancerous tissue. The patient is currently stable.